Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the patient parameter pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed pcb assembly and determined that the cause of the reported issue was an electrically open fuse, designator f3.

Event description:
The biomedical engineer contacted physio-control to report the customer's device had an event code logged. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not complete the boot-up cycle.